Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the video processor was occurred and the image of the subject device was not displayed sporadically when the subject device connected with the different endoscopes at the unspecified timing. The user also reported that it was tried to resolve this malfunction with the output socket cleaning of the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was received the update information which the user canceled the visiting of the field service engineer of olympus europe se & co. Kg (oekg), since the subject device was worked after troubleshooting to clean the device with following olympus call center instruction. The subject device was not returned to any of olympus locations, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However based on the report of the user and the thing which the malfunction has not occurred after it was cleaned the video connector of the subject device, omsc surmised there was the possibility those phenomena were attributed to following causes; - the electrical contact failure of the subject device occurred because the user connected the subject device without drying the electrical contact part of the video connector sufficiently or the user cleaned the video connector. Consequently the unstable communication and video transmission between the endoscope and the video processor made b30 and no image due to the electrical contact failure of the subject device. The scope communication error, b30 occurs when dust, dirt, etc. Are attached to the electric contact because the communication between the video processor and the scope becomes impossible normally. If additional information becomes available, this report will be supplemented.